Event description:
It was reported that a patient experienced collapse of their reverse oblique proximal femur fracture post trochanteric fixation nailing. This was discovered via x-ray and the treatment plan is unknown at this time. This is report number 1 of 3 for (B)(4).

Manufacturer narrative:
Additional product code: hwc. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.